Event description:
The risk mgr of the hosp, reported the following event: "the plate was implanted on (B)(6) 2008. The plate was found fractured on (B)(6) 2011. The revision surgery was performed on (B)(6) 2012."

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.